Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a beep anomaly. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised to monitor insulin pump and to call should issue persist. Insulin pump passed self test. No further information provided.